Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/08/2017 with the following findings: during investigation, there was moisture observed in the battery compartment. The battery compartment was found to be cracked. A leak test failed due to a battery compartment leak. The pump was opened and there was no further moisture damage found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The customer alleged that the battery compartment was found to be cracked. It was also noted that there was moisture within the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.